Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that there was a possible loss of imaging functionality due to an issue with the wired footswitch. The customer contacted philips with a question about field change order (fco) on their system. The philips technician confirmed and informed the customer that the system is not affected by any of the fcos. No further service has been performed by philips. Philips has re-evaluated this case as a non-complaint. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips confirmed that there was no reported issue with the wired footswitch. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a possible loss of imaging functionality due to an issue with the wired footswitch. No harm was reported to philips. Philips has started an investigation of this complaint.